Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to the number of short interval counts observed within a one month period. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. The analyst commented that no anomalies are noted after the out of service date, (B)(6)-2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.